Event description:
Left total hip replacement with depuy pinnacle acetabular cup system, sie 56, due to avascular necrosis of the hips, pain. It was a defective device that caused popping and grinding in hip. Failed device had to be removed on (B)(6) 2012 during revision surgery.